Manufacturer narrative:
The reported malfunction was observed and attributed to a fractured solder joint on a transformer on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib fault 76" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.